Event description:
It was reported that the patient is currently experiencing pain in his upper thigh. Patient is also reporting that sudden movement causes extreme pain in the upper thigh. Patient states that the sudden movement pain started in (B)(6) 2012. Patient is awaiting doctor's appointment.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.